Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that diener (B)(4) manufactured the rod introduction pliers, part #388.509, and lot #a7ra30 on po #(B)(4) for (B)(4) pieces delivered july 28, 2008 to synthes lot #5841426. The parts were released to the warehouse on august 7, 2008. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The rod introduction pliers was made to the synthes drawing part #388.509, revision ¿e¿, released on january 29, 2008. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a routine scoliosis surgery with dual opening universal spinal system was performed on (B)(6) 2014. The certified surgical technician prepared the rod introduction pliers for dual opening implants and loaded the collars. On the back table prior to the incision being made, it was discovered that the retaining sleeve on the pliers was loose and not working properly. After removing the collar from the pliers, the retaining sleeve fell off the device. The missing set screw for the pliers was found on the floor. A new plier was used for the remainder of the case and no patient harm reported. The procedure was completed successfully with no surgical delays. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the device was returned missing the dog point set screw and the collet. The rod introduction pliers for side-opening implants persuader are a component of the universal spine system (uss). The uss is used to correct sagittal and coronal alignment, commonly associated with scoliosis. With a collar preloaded onto the holding sleeve, the pliers can guide a 6.0mm rod into a side-opening screw or hook. With the rod properly positioned, the holding sleeve can be lowered into position over the screw head and the collar attached per the duel-opening uss technique guide. Applicable drawings for the rod introduction pliers were reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. The pliers were found to have met the drawing specifications. This device was manufactured july 2008. The pliers were received with the complaint that after removing the collar from the pliers, the retaining sleeve fell off the device. The missing set screw for the pliers was found on the floor. Upon examination it was seen that the collet and dog point screw are no longer attached to the pliers. The complaint condition of this device is confirmed. It can be inferred by the construction of the instrument and the past complaint history that either the dog point set screw broke or came loose; thus causing set screw and collet to come apart from the instrument, as he collet and dog point set screw were not returned, it cannot be determined why this device failed. The current design and materials were found to be appropriate for this application. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.